Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered 3 anti-tachycardia pacing (atp) and 6 tachy shocks due to an episode of premature ventricular response (pvc) which blanked out an atrial event causing the average a rate to be < the average v rate by greater than 10 bpm. All programmed therapy was delivered. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 anti-tachycardia pacing (atp) and 6 tachy shocks due to an episode of premature ventricular contraction (pvc) which blanked out an atrial event causing the average atrial rate to be lower than the average ventricular rate by greater than 10 beats per minute (bpm). Therapy was exhausted. No additional adverse patient effects were reported.